Manufacturer narrative:
The mpu is not a single use device. The serial number was not provided, so the age of the device from the date of manufacture is unknown. The age of the device from the date of the patient's implant to the date of the event is approximately 4 years and 2 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that during log file analysis, a no external power event was observed. Power to the mobile power unit (mpu) was lost for approximately 2 seconds, and the emergency backup battery supported the system until external power was restored. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 19 days (07jun2019 ¿ 26jun2019 per timestamp). On 18jun2019 at 22:46 the rsoc levels of both cables drop simultaneously to 4.4v then to 2.7v in approximately two seconds activating the no external power alarm. The alarm clears shortly after activating and appears to be related to a loss of ac power while the controller is connected to the mpu. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mobile power unit was not returned for analysis. Attempts were made to gather more information regarding the reported event; to date no further information has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.